Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va20a1c, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 3387s-40, lot#: va254ma, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-mar-2022, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a lack of efficacy and after multiple programming sessions with two neurologists. Impedances were normal. A revision was done on (B)(6) 2020 where both leads were removed and replaced. It was unknown if the issue resolved.